Event description:
T was reported to philips that the battery is coming loose causing red x. There was no report of patient involvement. The customer raised a cfms and requested a response to be sent . Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced to resolve the noted issue. The device passed all performance assurance tests and was placed back into use with the customer. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.